Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear leading to head dissociation. The head and stem were revised. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed via evaluation of the provided photographs. Method & results: device evaluation and results: the device was not returned however photographs were provided for review. A review of the provided photographs indicated recently explanted devices covered in blood and tissue. Trunnion wear observed consistent with loss of taper lock between the head and stem. Explantation damage is visible on the liner. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the device was not returned however photographs were provided for review. A review of the provided photographs indicated recently explanted devices covered in blood and tissue. Trunnion wear observed consistent with loss of taper lock between the head and stem. Explantation damage is visible on the liner. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear leading to head dissociation. The head and stem were revised. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.